Event description:
It was reported that a patient experienced peritonitis, which manifested as abdominal pain, cloudy effluent, diarrhea, and a fever. The patient was hospitalized on the same day. However, the treatment was not reported. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, follow up information was obtained related to the event. It was reported that the patient recovered from the peritonitis and was discharged from the hospital. Should relevant additional information become available, a follow-up report will be submitted.